Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. Investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo showed a 60mm device with the battery loaded in the device inside the packaging. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Not sure. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line? Not sure. Was there any difficulty opening the device jaws? Doctor used reverse button to open jaw.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2025. D4: batch #703c08. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with no reload present, with several b-formed staple in the anvil and with a tyvek. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 703c08, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/04/25 d4: batch #unk. Additional information was requested, and the following was obtained: could you please give more information about the event description? As described in the initial report, the firing went ok for both the stapler and the slr however, on the last firing the doctor reported it started slow and stopped during firing, which lead the doctor to use revers button and use suturing to close dissections. The doctor than used a second reload without slr and to complete the gastric sleeve and over sew the part where he¿d stopped. Are there pictures/videos available for this complaint? O the doctor informed me that he keeps recode of his cases let me know if you want me to get him to send the recode of the procedures what are the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) Delayed surgery. The provided image was reviewed, and no root cause can be determined without sample evaluation. As the customer stated that a sample is available for analysis, the complete evaluation will be documented when the sample is received. If the sample is not returned for evaluation after following up with the customer, the photo will be analyzed and documented. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #a9ea7h, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, it was observed that the device started to slow down at the last firing as if the battery had drained out. The surgeon used the reverse button to open the stapler but the knife has been advanced. There was about an inch was cut then the surgeon used another staple line to complete the procedure and oversew the part where the cut was. The procedure was completed successfully with a delay of 20 minutes. There was no patient consequence reported. Additional information requested.